Manufacturer narrative:
The customer changed the ise solutions and performed a repeatability test. The investigation did not identify a product problem. The cause of the event could not be determined. The event was consistent with an unknown, random preanalytic handling issue.

Event description:
There was an allegation of questionable ise indirect gen.2 sodium results for two patient samples from the cobas 8000 cobas ise module. Patient 1 initial result was 119.4 mmol/l and the repeat result was 142.0 mmol/l. Patient 2 initial result was 121.6 mmol/l and the repeat result was 139.9 mmol/l. The repeat results were confirmed on another analyzer. It was unknown if any questionable result was reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.